Event description:
Per 522 study, it was reported that the patient was expierencing hip pain on (B)(6), 2022 following the procedure. Event recovered with gently hip stretching as of (B)(6), 2022. Cec adjudicated the event was not related to device/product but related to the sling procedure.